Manufacturer narrative:
The reported event occurred on a cobas taqman instrument with serial number (B)(6). The investigation determined that the higher rate of unexpected reactive results observed with the mpx v2.0 us-ivd assay is consistent with known performance differences between the ce-ivd and us-ivd versions of the assay. These differences are attributed to variations in the test definition file (tdf) used to interpret results, as outlined in the supporting documentation. A review of the manufacturing and quality control records for the implicated lots (f31699 and g11355) did not identify any issues. Additionally, no trends or anomalies were observed in the batch trend analysis or complaint history for these lots. The observed differences in unexpected reactive rates are expected and align with the performance claims for the us-ivd version of the assay. The device remains in operation at the customer site. Medwatch field e1 initial reporter email address - (B)(6).

Event description:
The initial reporter alleged discrepant results while using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The customer reported an increase in unexpected reactive results after transitioning from the ce-ivd version to the us-ivd version of the assay. Between (B)(6) 2021 , the customer conducted 111 runs with 1,614 pools using lot f31699 of the mpx v2.0 us-ivd assay. The following results were questioned due to amplification curves that were described as almost flat: 3 hiv reactive pools with cycle threshold (CT) values of 51.5, 46.2, and 36.2; and 3 hepatitis c virus (hcv) reactive pools with CT values of 44.7, 39.3, and 42.1. Additionally, one hepatitis b virus (hbv) reactive pool (CT 46.2) was reported to have shifted to hcv reactive in a repeat test, and another hbv reactive pool (CT 46.1) was reported to have shifted to hiv reactive (CT 41.5). From (B)(6) 2021, the customer alleged further false positive results using lot g11355 of the mpx v2.0 us-ivd assay. Specifically, 19 hcv and 6 hiv results were alleged to be false positives based on weak growth curves observed in the amplilink software. The customer noted that these curves are displayed prior to the application of the algorithm, and the final result is determined by the processed data module (pdm). The customer stated that fewer unexpected reactive results were observed with the ce-ivd version of the assay compared to the us-ivd version. No harm was alleged, and the questioned results did not lead to any organ donation rejections.